Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm during testing. There was no moisture damage on the electronic stack, motor, battery tube, and vibrator assembly. The insulin pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked display window, a cracked belt clip slot, a scratched reservoir tube window, a missing end cap sticker, and a damaged address label.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 170 mg/dl. The pump was exposed to sweat. Customer was advised to revert to a back-up plan. The insulin pump will be replaced.